Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient

Event description:
(B)(4). The dentist reported that he had to remove the dental implant while he was performing the installation surgery. There is no information about the implant replacement in the same surgical act.